Event description:
It was reported that the implantable pulse generator (ipg), right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced as the patient required product relocation due to developing thoracic outlet syndrome. No performance allegations were made against the products. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.